Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the unit would slow down the handpiece, not providing enough power to it especially when it came in contact with tissue. The same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was a very loose flex coupling and damaged pneumatic switch.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.